Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient was admitted for class iiib heart failure symptoms (unable to do much more than sit in his chair due to shortness of breath and fatigue). On (B)(6) 2019 the patient was diuresis with IV laxis (furosemide) 80mg while awaiting dc cardioversion for arrhythmia. On (B)(6) 2019 the patient underwent successful tee cardioversion and remained in sinus rhythm afterwards.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient experienced cardiac arrhythmias beginning on (B)(6) 2019. The patient noted class iiib heart failure symptoms including shortness of breath and fatigue. On (B)(6) 2019, while awaiting discharge for cardioversion, the patient was diuresis with 80 mg of IV lasix (furosemide) for their acute on chronic systolic heart failure. On (B)(6) 2019, the patient underwent a successful transesophageal echocardiography (tee) cardioversion. The patient remained in sinus rhythm afterwards. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.